Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). A review of the finished goods DHR for (B)(4), lot 63154819, concluded that the lot was inspected and all parts that were found to be nonconforming were reworked to meet specifications. There were no other nonconformances, requests for deviation, or change notices related to this complaint. Device will not be returned.

Event description:
It was reported that the air dermatome cuts very thin slices. The skin slices depth/thickness is not accurate. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.